Event description:
The customer reported that the device does not turn on. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device does not turn on. No pt involvement was reported. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.